Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a plastic surgery procedure and suture was used. During the use, the suture separated from the swage while passing through skin. Nothing fell into the patient. The procedure was completed using another like device. There were no patient consequences reported.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.